Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was completely blank even after rebooting. A field service engineer (fse) replaced the drawer control board on the auxiliary half height drawer 3.2, after which the device booted up normally. Final test was initiated via the hardware test application and passed. The fse recovered a few medications from between the cubie pockets and installed new slide bumpers on the slide rails and the customer verified the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was totally blank. Tried unplugging and re-plugging but issue persist. Maintenance required. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.